Event description:
Customer reported via phone call to have gone to the swimming pool but insulin pump was not submerged in water. Customer reported that insulin pump had a partial screen display and keypad anomaly. Customer's blood glucose was 223 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic and motor assemblies. No display anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.